Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned with no apparent damage and with an ecr45w partially fired 1/10 cartridge not loaded on the device. In addition, the cartridge was received broken and with the pan dislodged. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lobectomy procedure, could not fire; same as safety lockout. The nurse installed the reload very carefully and followed up with the instructions for use. Another like product was used to complete the procedure. There were no adverse consequences for the patient reported.